Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized for high blood glucose level of 351 mg/dl but was in 540 mg/dl. She was treated with saline and insulin. Customer's symptoms; she felt horrible, no puking but was nauseated, groggy, and her entire body hurt. Doctor at the hospital thought the cause of the high blood glucose was a bad site and stress. The site was fine when removed. Customer also stated that she was currently high at the time of the call because the device alarmed button error. No further information reported.